Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06318. It was reported the patient was sent to the emergency room following the lead pull of her trial procedure due to the physician noticing bruising, redness, and pus thereby confirming an infection was present. Patient was monitored while she was placed on IV antibiotics. The patient is reportedly doing well and the issue has resolved.